Event description:
It was reported that during case the tibial model didn't form correctly in free collection. While navio was still processing, the mesh looked appropriate, but when the system finished processing and was ready to proceed, half of the mesh disappeared. Removed a few points to allow the mesh to regenerate, but the same problem occurred again. Had enough information to plan and could use the green dots if needed, so proceeded. Planning proceeded as expected. Burred the lug holes on the femur as expected. When trying to enter the tibia cutting stage, the system exited the case to the patient information screen. Reentered the case and resumed operation. Everything was saved and proceeded as expected until trying to go back into tibia cutting, at which point, the system again exited the case. Restarted the system to clear the issue, but the system still exited the case at the same point. While waiting for the system to reboot, completed the femur cut based on the lugs that were already burred. Once the system restarted, booted out of the case again and the surgeon decided to do the tibial cut with the standard instrumentation.

Manufacturer narrative:
The device was used in treatment and case log files and screenshots were returned for evaluation. DHR review found that the software version has been validated. A complaint history review found similar reports. This failure is an identified failure mode within the risk file. The surgical technique guide released at the time of the complaint provides recovery actions at different points of failure throughout the case in the recovery procedure guidelines section. Review of the log files confirmed that the software unexpected exited. The issue was caused by a poor bone mesh generation/point collection. The software was unable to resolve the surface into a bone model, causing it to crash. A relationship between the device and the reported event could be established. The probable cause of the issue was a software failure.